Manufacturer narrative:
The reported failure of machine flow sensor drift above the specification is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging that a ventilator inoperative error occurred. There was no allegation of harm or injury reported, and the device was not in patient use at the time of the event. The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. Review of the event log identified an error indicating that the amount of fluctuation in the flow sensor deviated from the standard. The device's machine flow sensor was replaced to address the issue. Additionally, evt_mcl_foc_shutdown and evt_drift_debug codes were identified in the event log, and the system board was replaced. Following service, the device passed final testing and met applicable acceptance criteria.